Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the adaptor of a y-type tur/bladder irrigation set was separated from the tubing. The separated set was discovered in the pouch prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was a separation between the tubing and the adapter catheter. Additionally, it was observed that there was a potential lack of solvent at the tubing. Dimensional testing was performed on the tubing and was according to specification. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.